Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each safari2 jpn 275cm x sml; returned accompanied by the 5fr pigtail catheter and coiled loose and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the safari2 wire does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate the specimen wire was final inspection tested at lake region medical and was determined to be acceptable. The specimen wire presented multiple regions of offset/overlapping coil wraps throughout the formed distal curve region resulting in localized oversized diameters to .03905". The specimen wire also presented large radius spiral bending over the distal 68.5cm. The nature of the coil and bend damage appeared consistent with manipulation of the wire against resistance, including torqueing the wire. The distorted formed curve was likely due to the attempts to remove the specimen wire from the catheter. Our investigation was unable to confirm that the specimen wire did not meet specification prior to shipment. The investigation concluded that the specimen wire met specification at the time of shipment. As noted in the safari2 device instructions for use (dfu), operational instructions: prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks which may have occurred. Do not use a wire which has a damaged tip. Damage will hinder the performance of the guidewire. Inspect and prepare the catheter according to the manufacturer's instructions. This includes flushing the catheter to be used with heparinized saline solution. Verify compatibility of interacting devices prior to use. As indicated in the safari2 dfu warnings: do not torque this device. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch will be submitted.

Event description:
The device was used in a tavi case. A delivery was performed into the body to advance the pigtail catheter, so the pigtail catheter was advanced within the heart along with this device and only this device was tried to remove, but a severe resistance was felt around the loop of the tip and could not be removed. It was tried several times but could not be removed, so the pigtail catheter and this device were removed outside the body at the same time. An enclosed pigtail catheter was the device that was used at that time. Moreover, there was a white protective sheath near the tip of the pigtail catheter, but this was used after the device was removed outside the body and was not used in the case. It was reported that the procedure was completed using a different device/different model and no serious injury.

Manufacturer narrative:
It was reported that the device is expected to be returned for analysis; however, the device was not received at the time of this report. Therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu), operational instructions: prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks which may have occurred. Do not use a wire which has a damaged tip. Damage will hinder the performance of the guidewire. Inspect and prepare the catheter according to the manufacturer's instructions. This includes flushing the catheter to be used with heparinized saline solution. Verify compatibility of interacting devices prior to use. As indicated in the dfu warnings: do not torque this device. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. The patient age was reported to be over 18 years. At this time, it is not possible to assign a definitive root cause for the event as reported. If any further information is provided, a follow up medwatch report will be submitted.